Event description:
The customer reported that the system lost patient images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.